Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant it was noted that the patient's right atrial lead had dislodged. An attempt to re-operate on (B)(6) 2019 was made. The lead was repositioned several times but the lead could not be fixed. It was then discovered that white silica gel at the end of the lead had leaked out. The lead was explanted and replaced. No patient consequences were reported, the patient was stable.